Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closing. A field service engineer found that the drawer railing was physically damaged and replaced the rail. The unit was successfully tested in the hardware test application, and the drawer opened and closed smoothly. The customer was then able to complete inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and it required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.